Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k codes: k072642.

Event description:
It was reported that patient presented for a cleaning and loose screw was discovered. Dental implant did not have any damage. Screws were removed and replaced.

Manufacturer narrative:
One certain gold-tite large hexed screw was returned for inspection . The collar, drive feature, and body was noted to be worn, indicating use. The threads are similarly worn and contain some debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite large hexed screws, it is recommended to torque at 20ncm. The reported event cannot be recreated and therefore, the complaint is non-verifiable. Based on the visual inspection and comparison to product drawing 223090 rev k, no device malfunction was found.

Event description:
No further event information available at the time of this report.